Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self-test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no blank display noted. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 420mg/dl and display anomaly. The customer had symptoms such as nothing feeling well and treated with the insulin pump. Customer declined to troubleshoot for high readings. Troubleshooting was performed for the blank display. Troubleshooting found physical damage on battery cap. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per health care professional's instruction. The product was returned for analysis.